Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm issue. Reportedly, the pump emitted a call service alarm when the battery was replaced. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/23/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump's black box history showed that call service alarms were recorded. Visual inspection revealed that there was moisture in the display. The pump case was found to be cracked between the upper right corner of the display lens and the case seal. A leak test was performed and a leak was found at the crack in the pump case. The display was discolored and pixilated and all keypad buttons were unresponsive. The pump case was removed and moisture was found on all internal surfaces. Evidence of moisture was found on all display and keypad circuit components. The complaint that the pump emitted a call service alarm was observed in the pump history but was not able to be adequately investigated due to the unresponsive keypad buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.